Event description:
The patient heard alarms on (B)(6) 2013 and visited the healthcare provider (hcp) as of the date of this report. The pump logs were checked and showed motor stalls: (B)(6) 2013 at 1:13 - motor stall occurred (B)(6) 2013 at 1:20 motor stall recovery occurred (B)(6) 2013 at 19:36 motor stall occurred (B)(6) 2013 at 20:13 motor stall recovery occurred. The patient was not around any magnetic fields and was in bed the at the time of the first stall. Patient had experienced no symptoms. Drug in the pump was duramorph (morphine) it was later reported on (B)(6) 2013 that the pump was replaced ¿last week¿ and patient was doing fine post replacement. It was stated that the catheter was patent so it was just a pump exchange.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication; motor/feedthru anomaly/shorting across insulator and gear train anomaly/stall due to shaft-bearing.

Event description:
Additional information: multiple motor stalls were stated. Per the pump logs, additional motor stall and recoveries occured on (B)(6) 2013 to the ones previously reported to have occured on (B)(6) 2013. Recoveries were noted within minutes to less than an hour. Per reporter no diagnostics were done; patient sustained no injury. Additional information received later from the healthcare provider indicated that patient had experienced withdrawals and had less pain control. Patient was noted to be doing well after pump replacement with same medication replaced.